Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and it failed. The receiver failed to charge and reboot. Receiver download and functional test were unable to be performed. The receiver case was opened and the internal inspection failed. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "receiver download and functional test were unable to be performed...the reported event of unexpected receiver shutdown was undetermined."

Event description:
Receiver log download was performed with a known good battery, rtt loss was observed. Functional testing was unable to be performed. The reported event of unexpected receiver shutdown was confirmed.